Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity during a routine follow-up. Device replacement was completed. No adverse patient effect were reported.